Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr.(B)(6). First revision surgery: dr. (B)(6). Second revision surgery: dr. (B)(6). Block h6: imdrf patient codes e2006 and e2326 capture the reportable events of mesh eroded in the colon and inflamed and indurated tissue. Imdrf impact code f1905 captures the reportable events of two mesh excision surgeries.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a suspension sling urethra with tvt procedure performed on (B)(6) 2017, for the treatment of urinary incontinence. The procedure was completed with no complications. The patient tolerated the procedure well and was taken to recovery in stable condition. On (B)(6) 2021, the patient underwent surgical intervention due to eroded bladder mesh in the colon. The eroded mesh was noted in the sigmoid colon with tenting of the mucosa. The mesh was carefully cut with an endoscopic scissors without injuring the colon mucosa. A small piece was retrieved with a forceps. The patient tolerated the procedure well and was transferred to recovery in stable condition. On (B)(6) 2021, the patient had another surgery of mesh excision due to inflamed and indurated tissue. Exam under anesthesia showed midline exposure of sling mesh for approximately 1cm that was central. There was no fornices erosion. This was a very difficult place to access due to body dystocia. A self-retaining retractor was placed to maximize exposure. It was difficult to decide how to approach because the tissue was so indurated; however, after evaluation the surgical planes, it was decided to make a transverse incision over the sling which was done. The mesh was skeletonized into each fornices and divided it with scissors. It was then submitted to pathology. The patient went to the recovery room in satisfactory condition.